Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was not hospitalized; he was transported to the emergency room where he was pronounced dead. The caller stated that the customer had a seizure, aspirated, and his heart stopped. The caller stated that the customer did not have other illness; just had bad case of seizures. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined returning the insulin pump at this time. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer. The caller stated that they would call back to provide the insulin pump information.